Event description:
Pt passed away. The device was programmed to on two days prior to the pt's death. Neurologist indicated that he thought the death was related to a blood clot. The pt was taking two medications for breast cancer, one of which neurologist indicated was known to lead to increased risk of blood clots. Certificate of death indicates that the pt died while hospitalized. No autopsy was performed. The death certificate listed the immediate cause of death as massive pulmonry embolus. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.